Event description:
The customer reported false reactive alinity I hiv ag/ab combo and provided the following data: on (B)(6)2024, sample ID (B)(6)generated an initial result of 1.6 s/co reactive and repeat result was 59.52 s/co reactive. The sample was sent to an outside laboratory, which generated a non-reactive result. After troubleshooting was performed to the alinity I processing module, which included cleaning and replacement and repositioning of analyzer part(s), the sample was repeated 6 times on (B)(6)2024 and all results were non-reactive. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was evaluated and after troubleshooting it was determined that instrument part cleaning was required. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with the customer reported event. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances for the alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated an initial result of 1.6 s/co reactive and repeat result was 59.52 s/co reactive. The sample was sent to an outside laboratory, which generated a non-reactive result. After troubleshooting was performed to the alinity I processing module, which included cleaning and replacement and repositioning of analyzer part(s), the sample was repeated 6 times on (B)(6) 2024 and all results were non-reactive. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.